Event description:
It was reported during a gyn operative laparoscopy on a pt with adhesions, the blunt tip trocar was inserted suprapubically. The scope was inserted to look into the abdomen. The surgeon then proceeded to take down adhesions on the anterior abdominal wall. After adhesions were taken down, the surgeon placed a 512sd trocar subumbillically. One ovary was removed and the surgeon proceeded to close. At this time the pt's blood pressure began to drop. The surgeon took another look through the scope and noticed the abdomen had filled up with blood. The pt was opened and a general surgeon, was called in. He noticed a laceration through both sides of an iliac vessel and stitched the laceration to stop the bleeding. The pt had to be resuscitated. The surgeon, is not sure how the laceration occurred, but the general surgeon said it appeared to be from a trocar. The pt did recover. The trocars were not saved.